Manufacturer narrative:
Initial medwatch submitted to include the investigation results. The device investigation has been completed and the results are as follows: DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: the complaint cannot be replicated, and there were no nonconformities identified. Returned sample(s)/device inspected: the returned part was confirmed to be a hahn tapered implant 0.50 x 11.5 mm by using the radiographic template. No defects or abnormalities were observed. Investigation methods/results: the complained part was evaluated visually and in comparison with the DHR. No evidence indicates that the failed implant was defective as packaged. Root cause: "no description was provided.

Event description:
It was reported that the hahn tapered implant failed.